Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the capture threshold was found to be increased and there was no capture at maximum output. Fluoroscopic examination revealed that the lead was dislodged and out of position. The physician attributed the issue to twiddler syndrome. The patient was hospitalized for monitoring. The lead was explanted and replaced.